Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter x 130 mm length thoracic a ortic aneurysm approximately four weeks ago. The proximal aortic neck diameter was 40-42mm; distally it was 30mm and it was 23mm in length. The patient had a pre-existing 20x10mm y-stent that was implanted on an unknown date for aaa replacement. First a talent tf4242c113xj was inserted and was reported to have some kinks on the sheath/graft cover and could not be deployed. The physician used the quick release, but was unable to deploy the stent graft. The device was removed and replaced with another talent tf4242c113xj, which was successfully deployed using the quick release. Next a talent tf4646c112xj was inserted but got kinked and could not be deployed using the quick release technique. The device was removed from the patient and a talent tf4646c112xj was insert but also got kinked and could not be deployed. The physician surgically opened the abdomen and made an entry cut in the y-stent and was able to re-insert the talent tf4646c112xj delivery system and successfully deploy the stent graft. No clinical sequelae were reported and the patient is fine. The delivery systems were discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); caused by another drug/device (pre-operatively implanted y-stent). Conclusion: another device caused failure (pre-operatively implanted y-stent).